Manufacturer narrative:
The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's battery charge limit was reset to correct the problem.

Event description:
The manufacturer received information alleging a ventilator was not charging its battery to full capacity. There was no patient harm or injury.